Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health authority reported that the patient developed swelling, pain, increased intraocular pressure in an eye the first day following an intraocular lens (iol) implant procedure. The patient was immediately treated with anti-inflammatory and intraocular-pressure lowering therapy. The patient's condition was stable and the patient was discharged the following day. The initial handling of the event was documented as reduced intraocular pressure, anti-inflammatory treatment and the patient was back to normal. The lens remains implanted.